Event description:
Noise was seen on recordings for this lead in the nearfield and farfield signals. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.